Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis inflammation. Pd therapy was stopped. The specific location, cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.